Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead¿s lumen. Next, coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Visual inspection showed deformations of the outer outer coil as well as cuttings in the insulation. Blood penetrated the lead in these areas. It is reasonable to assume that these damages were caused during the surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged. The physician had tried to reposition this lead twice but was unsuccessful. This lead was explanted and replaced with a new ra lead. No adverse patient effects were reported.